Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the thread of the device broke while the surgeon was tying the knot. Surgeon removed the broken thread out of the tendon and continued with a new thread. No patient injury.